Event description:
It was reported the battery was deteriorating. No patient involvement reported at this time.

Manufacturer narrative:
The fse evaluated the device, which is part of the philips loaner pool. It was determined that the battery had deteriorated due to use over time. The battery will be replaced and then the device will be validated. No further evaluation is warranted at this time.